Event description:
The patient's family member reported the patient was hospitalized due to infection. The patient underwent total device system explant. Additional information received from the hcp confirmed the date of onset of the infection was the day before explant. The patient presented with redness along the catheter track. Perioperative antibiotics were administered. The patient did not have meningitis. A culture was obtained of the device pocket which produced no growth. The patient was treated with IV antibiotics and total device system explant. The drug used in the pump is morphine. The last refill of the pump was 10/18/2006. The patient suffered no withdrawal as a result of device explant. The patient was supplemented with oral medications. Diabetes and debilitated status were reported as risk factors for this patient. The hcp reports the infection has resolved.